Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that patient's right hip was revised due to a failed stem. Intra-operatively, trunnion was found to be worn down, the head disassociated from the trunnion, and the presence of black tissue was reported. Shell was well-fixed, well-positioned, and not revised.

Manufacturer narrative:
An event regarding disassociation & altr involving an accolade stem was reported. Disassociation was confirmed as a result of a medical review. Altr was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records indicated; review of these records confirms dissociation of the femoral head from the stem with material changes in the trunnion of the stem occurred, however, the root cause cannot be determined as insufficient information was available device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusion: a medical review confirmed disassociation however the root cause could not be determined. Further information such as operative reports from the revision surgery, surgical implant records from the surgeries, dated pre and post op x-rays from both the index and revision tha surgeries, any additional imaging rom both the index and revision tha surgeries, pathology reports, outpatient office/clinic notes & implant retrieval re needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that patient's right hip was revised due to a failed stem. Intra-operatively, trunnion was found to be worn down, the head disassociated from the trunnion, and the presence of black tissue was reported. Shell was well-fixed, well-positioned, and not revised.